Manufacturer narrative:
Corrected: b5, b6, b7, d10. Updated: b4, e1(event site email), e2, e3, g3, g6, h2, h3, h6 (health effect ¿ impact codes) and h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) failed to power on. No patient involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not powering on. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated: b4, e1 (initial reporter), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) reported that the issue was resolved over the phone. The unit was improperly placed into the cart. The biomed reseated the console and verified the batteries were charging. The unit was placed back in service.